Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer called technical support (ts) and reported that the device's battery does not work, alarm check ventilator battery failure. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states during set up, the unit alarms error code 1124 check vent battery failed alarm message on screen. In biomed the unit does work on battery and when plugged in to ac power the battery charge led does not illuminate. The battery date is (B)(6) 2019 and noted code 1124 in error log. The battery has been charging but shows 9v in diagnostic screen and not able to confirm if trickle charging. The voltage at silver pins on battery connector is 14v dc and voltage at ji on pm pcb is 24v dc. The rse advised the customer that the unit charging system appears to be functioning and can leave unit plugged in for several days to see if battery can trickle charge back to minimum of 12v. If it does not charge, replace the battery. The rse will follow up for repair status. The investigation is ongoing.